Event description:
The patient reportedly experienced no lock between the implanted device and the external equipment. External equipment was exchanged and programming adjustments were made; however, neither of these resolved the issue. Advanced bionics is currently in the process of gathering more info. When add'l info is received, a supplemental report will be submitted.